Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This e MDR represents the bard/davol ventrio patch (device # 2). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip, ventrio patch and xenmatrix. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip and ventrio patch, which were implanted on (B)(6) 2009 and/or (B)(6) 2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). The attorney alleges general allegations for emotional distress and personal injuries sustained by the patient.